Event description:
It was reported that the asymptomatic patient presented to the emergency room following a vibratory notifier. It was noted that ventricular pacing impedance was high and out-of range. Pacing thresholds had also risen. The device and lead were replaced. The patient was stable.